Manufacturer narrative:
There are no reports of any component migration. Although the implanting physician utilized multiple forms of imaging during the implant procedure, the ipg was placed beyond the recommended depth and required revision.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat upper back pain. The implantable pulse generator (ipg) was placed in the lower back area utilizing both fluoroscopic and ultrasonic imaging at the time of implant. After activating and using the system it was discovered that the ipg had been placed beyond the recommended depth for optimal connectivity with external components. On (B)(6) 2026 a surgical revision was performed to reposition the ipg. During the procedure the ipg was damaged and required replacement. The new ipg was placed in a more superficial position as recommended.